Manufacturer narrative:
It was reported that there was a pressure reading issue. The failure occurred during maintenance. No harm to any person has been reported. A getinge field service technician (fst) was contacted by the customer after the maintenance was performed by the fst. According to the customer, no failures was found regarding the cardiohelp. The customer has not requested any further actions regarding the service or repair of the device. No parts were replaced. As the failure could not be replicated and no service was requested by the customer, no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: - response time is too long - positive or negative pressure beyond specification (release of tubes) - too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2025-10-08 for the period of 2016-03-15 to 2025-09-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-03-15. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure reading issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the united kingdom market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
It was reported that there was a pressure reading issue. The failure occurred during maintenance. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).